Manufacturer narrative:
Submit date 02/15/2016. A device history record review of the reported lot confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received with this complaint and none were expected based on the nature of the complaint for missing product, therefore an examination of the reported condition could not be made. Based on the investigation and analysis the most possible root cause would be the conveyor belt of the online weighing machine was too short, which caused the miscounted product to become mixed into correct count product. As continuous improvement activities, the supplier will improve their weighting process which will include purchasing a new weighting machine that can weigh the product twice and also lengthen the conveyor belt so that the rejected product can be properly transferred to the reject pile after the second weighting process eliminating the possible miscount. This reported condition will be continuously monitored.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states the sponge pack had 9 sponges instead of 10.